Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument pitch cable was loose and frayed. The instrument was found with a loose frayed pitch cable at distal idler hub. Electrical continuity testing was performed and passed. Additional observation not reported was the yaw pulley had char marks. An exposed wire segment had a section with damaged insulation in which the bare wire strands were visible. The yaw pulley exhibited char marks adjacent to the damaged wire section. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, a permanent cautery hook had a cable in a loop. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.